Event description:
Caller reported receiving a minimum fill notification on their insulin pump, and at the time, their blood glucose level was 396 mg/dl, which is within the acceptable range. Despite various troubleshooting steps, including reloading the original cartridge and attempting to resolve the issue with a new cartridge, the problem persisted as the caller was unable to successfully load a cartridge. Caller declined to load a second cartridge and was using an insulin pen for therapy. Technical support determined that a replacement pump was necessary and confirmed the existence of a warranty. The defective pump was to be returned with a pre-paid label, and the caller was instructed to fully deplete the pump's battery before returning it.